Manufacturer narrative:
Device passed the displacement test and self test. No audio anomalies or pump error 63 alarms noted during testing. Audio levels changed when adjusted. No pump error 63 alarms found in insulin pump history file. Audio/vibrate anomaly/absence of alarm not confirmed. Pump error 63 not confirmed. Device received with scratched case. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not beeping. Customer reported that they did hear beeps when audio volume settings were saved. Customer reported they did not hear the differences between the two audio, sound beep volumes. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.